Event description:
The customer reported the unit is not switching on during test mode. There is no reported negative patient impact.

Manufacturer narrative:
(B)(4): the customer reported the unit is not switching on during test mode. There is no reported negative patient impact. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.